Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with altered mental status and a heart rate of about 30-40 beats per minute. The implantable pulse generator (ipg) could not be interrogated because it was at end of life (eol); additionally the device was not pacing so there was no capture. The device was inactivated and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.